Event description:
It was reported that the system monitor had difficulties in saving log file data to a compact flash (cf) card. Several cf cards were tested, but the issue persisted. The system monitor was also rebooted, but the issue persisted. Additionally, the system monitor displayed "cryptic symbols." The system monitor was exchanged.

Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported events of difficulty saving log file data to the data card and the system monitor showing cryptic symbols were not confirmed. The system monitor was returned to the european distribution center (edc) for evaluation. The system monitor was functionally tested and found to operate as intended during analysis. The reported events could not be reproduced during testing. The root cause of the reported events could not be conclusively determined through this analysis. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate iii instructions for use (IFU) under section 4, entitled ¿system monitor¿, describes how to use the system monitor, including how to save data to the data card, and the actions to take if the system monitor is not functioning as intended. Heartmate iii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.